Event description:
It was reported the customer's sr8 is having battery degradation issues where it will shut off when not plugged into ac power. Contact also mentioned that the unit will intermittently have issues powering on or stay powered on when plugged into ac power.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the customer's sr8 is having battery degradation issues where it will shut off when not plugged into ac power. Contact also mentioned that the unit will intermittently have issues powering on or stay powered on when plugged into ac power.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery degradation issues where it will shut off when not plugged into ac power was confirmed; the unit is giving a battery health error. The root cause of the unit giving a battery health error is due to an internal failure of the battery. The coin cell battery has not been changed in over a year. H3 other text : evaluation findings are in section h11.